Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation verification pre test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were recommended to be replaced to resolve the issue. The repair quote estimate was sent to the customer and awaiting confirmation in order to proceed with the device repair. No further investigation is required.